Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided and reviewed. The video shows a hcp successfully pressing the first slide and then the second slide. After this, the device automatically fired. Based on the video review, the reported event can be confirmed. Therefore, based on the video review the investigation is confirmed for the reported self activation or keying issue as the device automatically fired in the video review. A definitive root cause for the alleged self activation or keying could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026 a patient was prepped for an ultrasound guided renal biopsy through normal tissue using maxcore instrument. Prior to the procedure, it was reported that the device was allegedly auto firing. The procedure was completed by changing to cannula. There was no patient contact.

Event description:
On (B)(6) 2026 a patient was prepped for an ultrasound guided renal biopsy through normal tissue using maxcore instrument. Prior to the procedure, it was reported that the device was allegedly auto firing. The procedure was completed by changing to cannula. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos, videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.